Event description:
The death certificate listed the immediate cause of death as cardiac arrest with underlying causes noted as congestive heart failure and coronary artery disease. No autopsy was performed.

Event description:
During the index procedure the patient had one endeavor sprint otw stent implanted in the 1st obtuse marginal. The patient expired approximately 1 year post index procedure. The assessment of the cause of death was not provided. The investigator assessed that there was no relationship between the event and the study device, the study drug or the study procedure.

Manufacturer narrative:
(B)(4): results - (death).